Event description:
It was reported that the patient presented in-clinic for a routine check-up. Upon interrogation it was noted that the pacemaker exhibited premature battery depletion. As a resolution the pacemaker was explanted and replaced. The patient condition was stable.

Manufacturer narrative:
The reported event of premature discharge of battery was not confirmed. The device was received from the field with battery voltage above elective replacement indicator (eri) level and programmed to high settings. Electrical and mechanical analysis performed indicated normal functionality. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Longevity assessment was performed, based on average drain current, and the device was in normal range of operation with appropriate remaining longevity.